Event description:
It was reported during a laparoscopic cholecystectomy the 511st white "o" ring from the internal flapper valve was discovered in the pt's abdomen during the procedure. There was no consequence to the pt.